Event description:
It was reported that a 25mm trifecta gt valve was implanted on (B)(6) 2016. On (B)(6) 2022, during follow up, the patient had symptoms of dyspnea and heart failure class 3-4. Imaging showed stenosis and leaflet immobility. There was also calcification of the valve, high gradient (peak 100mm/hg, mean 75mm/hg, effective orifice area (eoa) 0.8cm2). The patient will undergo an explant procedure of the 25mm trifecta gt valve on (B)(6) 2022. The patient was not hospitalized due to this event. No additional information has been provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event date has been estimated to (B)(6) 2022.

Manufacturer narrative:
Explant due to dyspnea and high gradient was reported. Calcification was also reported to be found on the valve. The investigation confirmed that calcification was present on all three leaflets, which limited the leaflets' mobility. There were tears in both leaflets 1 and 3, which were associated with calcifications. Fibrous pannus ingrowth was present on the inflow surface of leaflet 2. No inflammation was present. The calcifications noted on the valve were associated with the leaflet tears and limited the leaflets mobility, which could have caused the reported event of dyspnea and high gradient. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - impact code 4613 removed. H6 health effect - clinical codes 4450 and 1816 were added.

Event description:
It was reported a patient had underwent implant of a 25mm trifecta valve on (B)(6) 2016. March 2022 the patient developed dyspnea and high gradients (100mmhg). The patient had been conservatively treated with medication in anticipation of an aortic valve replacement (avr). On (B)(6) 2022 the patient underwent an explant procedure of the 25mm trifecta valve. Upon explant, complete calcification of the leaflets was observed. This had hindered the valves leaflets, causing immobility. The avr was successful and the device was exchange with a 25mm epic valve. No consequences to the patient.